Event description:
A surgery center manager reported that during an intraocular lens (iol) implant procedure, a lens was noticed to be scratched after insertion. The lens was removed and replaced with another same model and power lens, which also was scratched. A third lens from a different manufacturer was used to complete the procedure. The patient experienced cornea edema postoperatively which was treated with medication. The event is expected to resolve with treatment. No further information is expected. There are 2 medical device reports associated with this event. This report is for the first lens.

Manufacturer narrative:
The product was not returned for analysis. Result from the product history record review indicated the lens met release criteria. Unable to review lot and batch records for the cartridge because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. New information received indicates the use of an unapproved combination of handpiece, cartridge and viscoelastic. The viscoelastic used is not approved for use with the cartridge used. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the surgeon states the use of an unapproved viscoelastic. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).